Event description:
The customer reported several instances of the product cracked and leaking. All of the cracked product was found on home care pts. For this complaint the nurse practitioner for the pt reported the cap was leaking. This cap was placed on monday, (B)(6) 2013. There was no report of pt harm or medical intervention. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer report of cracking and leaking could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified.